Event description:
It was reported to tyco healthcare/kendall on 04/18/2007 that the when they went to use the suction tube, the tip fell off prior to use on the pt. No ill-effects to the pt. The sample is being returned for eval.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.